Event description:
It was reported that post-implant, the atrial lead exhibited an increase in capture threshold. An x-ray confirmed the lead had dislodged. The patient was brought back to the operating room and the lead was successfully repositioned. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.